Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample was returned for evaluation. However, another file with same affected lot received samples that were visually inspected and were found damaged. Further analysis is being performed on similar complaint files where a sample was returned. The supplier manufacturer has been contacted about this quality issue. A review of the reported pak's bill of materials (bom) shows the suspect product is cannula. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. Quality engineering has notified the supplier of this complaint. The supplier has acknowledged the complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cannulas were clogged when opened and would not work. Additional information requested and received that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).